Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is possible that the devices were not properly aligned and/or not fully connected/tightened while attempting to connect and/or the port of the device being connected was compromised resulting in the reported leak. However, the device was not returned for analysis, so this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat a lesion in the left anterior descending artery. The rotating hemostatic valve (rhv) was connected to the guiding catheter; however, after tightening the valve, hemostasis could not be achieved and a leak was noted at the rotator. The rhv was replaced with a new one to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.